Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implantation procedure, stated that the haptic was damage while charging lens. Additional information received stating that the procedure was completed on the same. There was no patient contact occurred.